Manufacturer narrative:
Analysis confirmed the loss of communication in the laboratory and was due to a low battery voltage. The device was tested on the bench and on the automated test equipment; no anomalies were detected. The battery was sent to the vendor for further analysis. An internal anomaly was found to be the cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated.